Event description:
Pt underwent augmentation mammoplasty bilaterally, approx 5 weeks ago; has since had swelling and redness of the right breast which has not responded to antibiotics. The implant is to be removed due to infection. Implants were saline.